Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to an olympus regional repair center (rrc) in france (returned to the rrc on 2022/09/16). The evaluation at the rrc confirmed the occurrence of error message e433, which could not be reproduced, but was found in the error log. Any error messages that may appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. Since the error message could not be reproduced, a temporary fault is assumed. However, the exact cause for the occurrence of the error message could not be determined in this case. The evaluation at the rrc also found the power output to be insufficient which was caused by a defective hvps board and is attributed to component failure. Furthermore, the customer reported a dot on the touchscreen which could not be confirmed during the inspection at the rrc. A manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that at unknown date/time, the electrosurgical generator ¿esg-400¿ reportedly had a short circuit and displayed error message e433. No further information was provided but there was no report about an adverse event or patient injury.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.